Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 411 mg/dl at the time of incident. The customer stated that she was treating her high blood glucose with the insulin pump. The customer stated that she had severe heartburn and she was not functioning. The customer performed troubleshooting and did not find air bubbles, leaks, insulin issues and site issues, and setting issues. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised to call when tubing clamp is received to perform high pressure test and to confirm if insulin pump can detect an occlusion. The insulin pump will not be returned for analysis.